Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports that battery compartment was cracked causing intermittent blank screen. Customer does not know how damage occurred. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a broken reservoir tube lip, missing reservoir tube seal, cracked reservoir tube and a cracked reservoir tube window. The insulin pump was monitored for 2 days and no blank display was noted.